Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A representative reported via interdepartmental helpline solutions tracker of hospitalization and low blood glucose readings from the insulin pump. The customer stated that she was in the emergency room 2 weeks ago due to low blood glucose readings of 40 mg/dl. The customer stated that she did not suspend her pump when fasting to do blood work.